Manufacturer narrative:
B3 february 2026. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced an extubation due to separation of the adhesive used to secure the device. No additional harm was noted. Attempts were made, but no additional information was available. 42-2540 neo-fit (B)(4).